Event description:
The customer reported that following a diagnostic catheterization procedure in 1999 a vasoseal es was deployed. A hematoma developed. No documentation of pressure application was noted until approx. 30 minutes later. An ultrasound of the groin site revealed a pseudoaneurysm. The pt was taken to surgery in 1999. The surgeon's report indicated an ant. Puncture to the right femoral artery with a nick on the side wall. The pt was discharged on nov 22, 1999 with no further complications.